Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician was unable to interrogate this implantable cardioverter defibrillator (ICD). Additionally, it was noted that no tones were heard when a magnet was applied. Boston scientific technical services (ts) noted the device has a 7-year longevity prediction based on 0% pacing and indicated that inability to interrogate and lack of tones may be due to a depleted battery status past end of life (eol). Additional information indicates that there were no issue with the programmer. The ICD remains in service. No adverse patient effects were reported.